Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that there was a dialyzer blood leak during a patient's hemodialysis (hd) treatment. It was reported that there was blood loss, however the amount was not provided. It was reported that the patient was able to complete treatment. Upon follow-up with the clinic, it was reported that the dialyzer was no available to be returned because it was discarded. To date, no additional information requested has become available.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.